Event description:
Reportedly, during the f/u performed on (B)(6) 2013, an increasing atrial pacing rate was observed on that day and confirmed on an ECG. Note that the pt had received an external shock to reduce atrial tachycardia on (B)(6) 2013. An explanation is required.

Manufacturer narrative:
(B)(4), 2013. The event concerns a device that was manufactured and used outside the united states. Analysis is pending.